Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged to having difficulty breathing/short of breath. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings of the base unit observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Pil technician observed foreign plastic debris in the blower box that is not consistent with any components in the air path. Liquid ingress was observed on the blower and p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. Product investigation laboratory for investigation did observe dust/dirt contamination in the airpath, likely from a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded event log was reviewed by the manufacturer and found 7 errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath .